Event description:
The customer's mother stated that the insulin pump had a button error alarm. The blood glucose reading was 68 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case at the display window corners, minor scratches on the display window and scratches on the reservoir tube window.